Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred while the customer was changing the cartridge. Customer loaded another cartridge to resolve the issue. Customer's blood glucose was within range (value not provided).